Manufacturer narrative:
D10 concomitant product: unknown stapler, unknown stapling device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, this study compared clinical outcomes and resource utilization among patients who received laparoscopic gastric bypass surgery procedure using either medtronic sonicision or non-medtronic energy devices either alone or with medtronic or non-medtronic staplers, respectively, using the premier database, a licensed third-party de-identified administrative data source. Pinc ai¿ healthcare data contains charge master and hospital charge files which allows us to identify medtronic and competitor¿s product through text search. We used this information to evaluate effectiveness of advanced energy devices: sonicision¿, medtronic compared to non-medtronic devices when used alone or when paired with the medtronic and non- medtronic staplers, respectively. The effectiveness evaluation included two complications of bleeding and blood transfusion. Per pinc ai¿ healthcare data user agreement, we cannot follow up or identify any of patients, physician, and hospitals.